Event description:
A complaint was received regarding a 5" (13 cm) appx 0.46 ml, smallbore trifuse ext set w/3 microclave®, 3 clamps, luer lock that experienced breakage. The report stated that the tip of trifuse broke off completely. The events occurred on june 8, 2025. There was unknown patient involvement. That the defects can only be discovered when they are in use. There were no physical injuries related to the defects. The lot number are unknown, as the defects are noticed after the devices are in use and the packaging is discarded.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
D9 - device available for evaluation: no. The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.